Event description:
As reported via legal documentation, this patient had left hip replacement on date: on (B)(6) 2009. They subsequently had left hip revision on (B)(6) 2016, approximately 7 years 4 months after their initial procedure. Patient has claimed the following injuries including significant pain, and discomfort, gait impairment, poor balance, difficulty walking, component part loosening, soft tissue damage, and bone loss. The patient passed away on (B)(6) 2022, though it is not indicated or suggested that it is as a result of these injuries. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Pending investigation.